Manufacturer narrative:
(B)(4). Batch # p92g29. The device was returned with the blade damaged with the tip off. The blade tip was found in a separate plastic bag. The tip was likely broken off after use but before returning to the lab. Dry body fluids were observed on the shaft, instrument cable, and handle. In addition, two photos were submitted for review that showed the tissue pad was damaged, melted and 100% present with the blade tip damaged and bent 1/3 from the distal end but still intact. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon reported that after activating the instrument a few times, the generator indicated a clean instrument error. The instrument was cleaned and a test was attempted. The generator then indicated to replace the instrument. Sales rep asked the surgeon and team if the instrument came in contact with metal and they are certain it did not. Another like device was used to complete the procedure. There were no adverse consequences for the patient.